Event description:
The physician was performing a diagnostic procedure on a male pt in (B)(6) with highly calcified and tortuous anatomy. Upon advancing the device he encountered resistance. First mark was not achieved however the physician attempted multiple times to deploy the device. He then retracted it and found that the device had broken at the anchor and the distal portion of the device remained in the pt. He accessed the contralateral side and attempted to retrieve the distal component. A vascular surgeon was then summoned and he removed the component with a hemostat. It was noted that the wire (remaining in the pt after fracture) was lodged extraluminally and therefore could be retrieved with hemostats. The procedure of rhc and lhc were completed. Following the procedure the pt had a 5cm hematoma which was manually expressed. Pt was sent to the ICU and given a couple units of blood, although this did not seem to be a direct consequence of the arstatis fracture. The duration of the procedure was approx 3 hours and the pt was discharged the following day with no add'l clinical sequelae.

Manufacturer narrative:
The device has yet to be returned as it is being held in risk mgmt at the hospital. Therefore, product failure analysis is not possible. Photos of the device were reviewed and confirmed the devic fractured at the heel, which is consistent with the complaint description. Additionally, multiple bends were observed on the latchwire. It is likely the bends occurred during advancement and reported manipulation of the device. A review of the device history record was performed for this lot and no nonconforming material reports (ncmr) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use, was reviewed. Per step 7 (precautions section) of the IFU, "avoid excessive rotation, bending or kinking of the axera access device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen" and note in step 4 (deploying the axera access device section), "avoid excessive twisting or rotation of the axera access device during insertion as this may cause device damage or affect device performance." Based on the review completed, there is no evidence to suggest the device was out of spec. The probable root cause, based on available info, is use error due to the excessive force and reported manipulation of the device.